Event description:
Lung biopsy was performed using forceps and a bodyvision lungvision tool kit on (B)(6) 2023. The physician does not recall any difficulties or immediate complications, no sharp angles of the catheter and no difficulty advancing the tool. Upon completion of the biopsy pathology, it was determined that there was lung inflammation. This patient, underwent an additional pet scan and it was determined that another lung biopsy was required. During this additional biopsy procedure, the physician found retained material suspected to be from the bodyvision device. Bodyvision became aware of this event on march 07, 2023.

Manufacturer narrative:
The device was not retained for evaluation. We strongly suspect, following a review of the procedure fluro video, that the biopsy forceps jaws used by the health professional were opened inside the lungvision tool sheath before emerging from the sheath distal tip, which harmed and damaged the sheath inner liner. Because the forceps damaged the inner liner of the sheath, this contributed to the device malfunction and event.